Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. No further information has been obtained despite good faith efforts.